Manufacturer narrative:
The insulin pump passed self test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No missing segments or partial display noted. The insulin pump had severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting and noticed that the screen is very difficult to read. The insulin pump will be returned for analysis.